Event description:
Device malfunction: stent not on balloon. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during device preparation, the herculink elite stent was found to be missing from the balloon. The device was not used, and there was no pt involvement. Though requested, no additional info provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received.